Event description:
Per pump trainer, pt hospitalized dka. Trainer did troubleshooting and found nothing wrong with pump. Found loose connector. Pt using new infusion set. Blood glucose level back within pt range. Final analysis revealed the tubing was not bonded inside the luer causing a leak at the connector joint. Manufacturing was notified.